Manufacturer narrative:
Examination of the returned device confirmed the reported event. The stem inserter's threaded distal end is bent along with damaged threads. The overall condition of the device suggests heavy usage. A complaint database search identified similar reports against the provided product code which attributed misuse and or product wear out due to heavy usage as the root causes. The root cause is attributed to misuse along with heavy usage as a contributing factor. Based on the performed investigation, the need for corrective action is not needed. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The threads were stripped on the instrument, not allowing the handle to screw into the stem.